Manufacturer narrative:
The blood glucose meter was returned for evaluation. The investigation unit (iu) manually reviewed the meters memory and observed that the meters displayed bolus data was out of sequence with reference to bg data. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. The customer's allegation of the meters bolus calculator is miscalculating was not observed during the investigation of the returned product. This case is set to not verified based on the iu's investigation of the customers allegation.

Event description:
Reporter stated the active insulin amount displayed on the blood glucose monitor was incorrect. Her blood glucose was 69 mg/dl at 6:50 am on (B)(6) 2014, and she ate 1 be. She ate an additional 3 be at 7:30 am and delivered 3.2 iu of insulin using the bolus calculator. Her blood glucose was 161 mg/dl at 9:49 am, and the bolus calculator provided a bolus recommendation of 0.0. She ate 2 be at 1:57 pm and delivered 2.0 iu of insulin using the bolus calculator. Her blood glucose was 172 mg/dl at 3:22 pm, and the bolus calculator listed 2.4 iu of active insulin. Her blood glucose was 170 mg/dl at 5:30 pm the blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).